Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, cardiac arrythmia, and thromboembolism (including venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ lists thromboembolism and arrhythmia as potential late post-implant complications that may be associated with the use of the heartmate 3 lvas. This section (under ¿anticoagulation¿) provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 11jun2025, it was noted that the patient experienced non-sustained ventricular fibrillation and received implantable cardioverter defibrillator (ICD) therapy. At their follow-up visit on (B)(6) 2025, the ICD report from (B)(6) 2025 showed a 12 second run of ventricular fibrillation with atp delivered. On (B)(6) 2025, the patient experienced a venous thromboembolism. They had a venous doppler ultrasound of the right upper extremity, which was positive for non-occlusive deep vein thrombosis (dvt). No treatment was performed for the dvt and there was resolution without sequelae on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had mediastinal and left chest hematomas from overnight bleeding. The patient underwent a blood transfusion on (B)(6) 2025 and an operation on (B)(6) 2025. The bleeding resolved on (B)(6) 2025 without sequelae. The adverse event had a causal relationship to the heartmate 3 left ventricular assist device (lvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.